Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported the procedure was to treat a tortuous lesion in the subclavian artery. The bmw guide wire was advanced with a non-abbott vascular support system was used to help pass the bmw guide wire. While advancing the guide wire separated with part of the guide wire remaining in the subclavian. The separated portion was removed with a snare device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement through the tortuous lesion, the guide wire likely encountered resistance causing the tip of the wire to kink and ultimately separating due to manipulation against resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: lot number, expiration date. Correction: manufacturing date.